Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir and performed pre-fill reservoir test. Found transfer guard needle occluded. Using a new lab transfer guard, found no leakage anomaly during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a leak when the reservoir was connected to the insulin vial. The leak occurred with the transfer guard. The reservoir was not inserted into the insulin pump. The customer had discarded the reservoir. The customer's blood glucose level was unknown. The customer declined troubleshooting for the reservoir.